Event description:
The bone cement set prematurely. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Evaluation results suggest that the cause of this event is attributed to some factor external to our product. The results of product testing indicated no mixing anomalies.